Event description:
Per the audiologist, the pt reported a recurring infection which caused the device to extrude. The pt's device was explanted in 2008 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition was caused by an out of calibration air in line printed circuit board. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
Per patient's surgeon, the electrode array was explanted on (B)(6), 2010, during the same surgery, the patient was re-implanted with another device.(B)(4).